Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying inaccurately high results compared to her feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at noon, the reporter stated, the patient reported obtained readings of "530mg/dl" on her lfs meter. The reporter stated the patient uses a combination of medications including lantus and novolog insulin to manage her diabetes. Per the patient's file, the patient tests her blood glucose 4 times a day. The reporter stated, the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated, the patient developed symptoms of "weakness" 3 hours after the alleged issue started. The reporter claimed the patient received no treatment for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However, a control solution test was not run due to the reporter not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the reporter states the patient obtained a blood glucose reading suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter passed testing with no fault found. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the strips were found to be bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.